Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to wear and tear damage with customer mishandling and with increasing usage over time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the olympus ultrasonic gastrovideoscope had air/water leakages from the distal end. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: there was a gap of adhesive on the distal end due to the adhesive peeling. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable findings documented in b5, the additional device evaluation findings are as follows: water tightness was lost due to a pinhole on the bending section cover and deformation of the electrical connector guide pin, the light guide lens had a scratch, the adhesive around the light guide lens had wear, the adhesive on the bending section cover had a crack and a discolored area, the up/down knob could not be locked securely due to wear of the forceps elevator lever, the play of the up/down knob and right/left knob was out of the standard value due to wear of the angle wire, the bending angle in the up/down/right/left direction did not meet the standard value due to wear of the angle wire, the bending section cover had slack, the scope cover was deformed and had a chip, the ultrasonic cable and the universal cord had buckling, tightness of the braid had become uneven due to deterioration of the braid of the bending tube, switch 1 had a cut, frame 260 had corrosion due to water leakage, the inner shield and outer shield had corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.